Event description:
A cartridge alarm 30 was reported, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller, who had not previously reported similar alarms with this pump, was able to load a new cartridge successfully using room temperature insulin and properly completing cartridge air removal steps. The issue was resolved, and they resumed insulin therapy earlier in the day before contacting technical support.